Manufacturer narrative:
E1: patient city: (B)(4). Patient country: united kingdom.

Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom. It was reported that patient faced infusion set tubing detachment event on (B)(6) 2024.the infusion set was in use for 1 day. The location of detachment was at insertion site and the insertion site was at abdomen. No further information available.